Event description:
The physician attempted arteriotomy closure using the perclose ak 6 fr suture mediated closure system. The physician could only pull out one suture from the suture storage lumen. It was reported that the physician removed the device and applied manual compression. There was no pt injury reported.

Manufacturer narrative:
The device was received. Investigation is not completed, but it is known to have a posterior foot break. The review of the device history record is forthcoming.